Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a kinked cannula which led to high blood glucose level. Therefore, they tried to treat it by changing the supplies, but on (B)(6) 2023, the patient was hospitalized due to diabetic ketoacidosis. His highest blood glucose level was 831 mg/dl and had high ketone level which was assessed as dangerous/life threatening by the healthcare professional. Moreover, the infusion set had been used for an hour. Further, the patient was transferred to the intensive care unit. During hospitalization, she received fluids of saline, insulin, and unspecified (drug name unknown) medication as corrective treatment which resolved the issue. On (B)(6) 2022, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.